Event description:
The customer reported that the subject device had a leak at the distal tip. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the acoustic lens surface was damaged, and a gap of adhesive was observed between the acoustic lens and ultrasound probe. This report is being submitted for the malfunction (gap of adhesive) found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the scope cover was deformed, and the rubber cover was worn. The customer¿s reported leak was not confirmed or reproduced. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction - the initial MDR reported august 17, 2022, for g3. This supplemental report is being submitted to correct the initial notification/aware date of the reportable complaint to august 10, 2022, as additional clarification verified the notification/aware date was in fact august 10, 2022.